Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+ss on a cobas e 801 analytical unit. The sample initially resulted in an hcg+b value of 42.3 miu/ml. A physician requested a repeat of the sample. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in an hcg+b value of 15936 miu/ml. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer detected foam in the sample cup based on images collected by the analyzer's sample camera. Precision studies were performed and passed. An instrument check was performed and passed. The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined there was foam in the sample cup as shown by analyzer sample camera images. Precision studies were performed and passed. An instrument check was performed and passed. The investigation determined the issue is related to sample quality.